Event description:
The customer reported to olympus the colonovideoscope displayed scope communication error codes b30 and e216. Additionally, moisture in the supply plug was observed. There were no reports of patient harm or impact associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found, foreign material in the connecting tube which was attributed to inadequate cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported issues were confirmed. The scope communication errors occurred due to corrosion on the plug unit, the water tightness was lost due to a pin hole in connecting tube. During evaluation foreign material in the connecting tube was identified. Additional evaluation findings are as follows: the flexibility adjustment ring, grip, switch box and scope cover unit were scratched; the forceps channel port, circuit board unit in the scope-connector, scope-connector case unit and the cable unit were corroded due to water leakage; the label on the scope-connector was damaged; the light guide lens was damaged; the universal cord was wrinkled. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to the connecting tube, but the foreign matter could not be identified. Due to leakage between the scope cover and the scope body, proper reprocessing could not be performed and the foreign matter could not be removed. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.